Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a rrt (recommended replacement time) and no output condition. Further analysis revealed the battery depletion was due to a high current leakage condition in an external battery filter capacitor.

Event description:
It was reported that after reprogramming, mode switches occurred without reason, from ddd to vvi mode. The device was explanted and replaced. There were no patient complications reported, and the patient status was reported to be 'fine' following the replacement procedure.